Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description, device's logs and related support case (B)(4). The gas module was detected as faulty and its replacement is necessary. It was not confirmed which exact gas module was faulty. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The defective parts have not been returned for further analysis. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).